Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed that both tamper seals were broken and third party seals were present. A non-original equipment manufacturer top case and batter were identified. Review of the event history log showed an occurrence of a "check syringe plunger sensor" error message. The device was found to be displaying "check syringe plunger sensor" at power up. The investigation determined that damge to the timing plate springs was the cause of the reported issue. Both timing plate springs were replaced. With no indication of a manufacturing defect found during evaluation, no device history review was performed. Per service history review this device has not been in for service previously.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Plunger sensor error. No patient involvement reported.